Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on the event description only. Unfortunately, no product was returned to assist the investigation, but it is reported that "the double lumen et position was checked post intubation". The frova introducer is designed for placement of a single lumen tube only - not a double lumen tube as reported. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): e597079. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
According to initial report to mhra: patient was anaesthetized for oesophagogastrectomy, it was an anticipated difficult airway. A boogie was used for intubation. The double lumen ett position was checked post intubation. A small shard of blue material was spotted through the fiberscope in the bronchus. We noticed a blue piece of material in the breathing filter. It was identified as most likely a scrapped edge of the bougie as the bougie appeared damaged. Patient outcome: according to initial report to mhra: no harm to the patient. Action taken: patient rescoped. Dr. Discussed with itu consultant and respiratory physician. It was decided a bronchoscopy at the end of the procedure would be performed to remove any material that was evident.